Manufacturer narrative:
The lens remains implanted and the lot number was not provided. Therefore, a product evaluation and device history record review could not be conducted. Based on the current information, the root cause of the event could not be conclusively determined.

Event description:
This was not a bilateral simultaneous surgery, only one lens was implanted during the surgery.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that delayed onset of toxic anterior segment syndrome (tass) occurred in seven patients. Physician suggested this issue only appears in cases involving bilateral simultaneous surgery. Additional information has been requested, but has not been received. This report is for patient 4 of 7.